Event description:
During an implant procedure, the physician was unable to insert the right atrial (ra) lead into the introducer. The ra lead was not implanted and a new ra lead was implanted to resolve the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
The reported event of failure to advance a lead through a catheter was not confirmed. As received, a complete lead with a stylet inserted inside the lead was returned in one piece without the introducer. The lead could be fully inserted inside the catheter and removed without difficulties. A visual and x-ray inspection of the lead revealed no anomalies.